Manufacturer narrative:
(B)(4).

Event description:
The rptr stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens on (B)(6) 2010. On (B)(6) 2010, noted excessive vaulting and refractive surprise. The lens remains implanted.